Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 640 mg/dl. It was stated that they were trying to download, but the insulin pump was in the rewind mode. Assisted the mother to prime without an infusion set. It was stated that the cannulas were bent, which have caused the high glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.